Event description:
The account smelled smoke from the left side of the instrument and the smoke became more dense. The door on the left side of the instrument was opened and flames came from a cable underneath the sample carousel. The med. Tech stated she blew the flames out with her breath. The fire department was not called and she did not use a fire extinguisher. The flames went out and the smoke dissipated although smell remains. The account states there was no melting of hardware and the damage appears to be confined to the cable and surrounding wiring. No report of injury.